Manufacturer narrative:
Product analysis: analysis was able to confirm the reported non-functioning stylus and cracked screen. Analysis also noted that the media bay door was broken, the hinge plate screws were missing, and the upper display hinges were out of specification. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was cracked and the stylus was not working. The programmer was returned for service. There was no patient involvement.